Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item # unknown item name: cup hip lot # unknown. Item # unknown item name: head hip lot # unknown. Item # unknown item name: cls stem hip lot # unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent revision surgery due to loosening of the reinforcement ring.

Manufacturer narrative:
Device history records (DHR) : the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: loosening, migration, wear. Event summary: besides the clinical information already mentioned on the front page of this report, the following additional information can be summarized. In 1998 (the exact date cannot anymore be determined) the patient received a total hip endoprosthesis (fitek cup, metasul pairing, beo stem) on the right side. On (B)(6) 2000 a revision of the cup had to be performed due to the detachment of the sulmesh from the cup. A reinforcement ring with hook combined with a low profile cup with metasul pairing was implanted. In the follow-up aseptic loosening of the reinforcement ring occurred, it tipped and migrated. Therefore a revision surgery had to be performed on (B)(6) 2018. During the surgery the stem and the cup had to be revised, the latter due to the above mentioned situation and the stem because it was impossible to remove the head and in the opinion of the surgeon a critical notch in the stem`s neck was present. Review of received data. X-rays: due to the differences in contrast and brightness as well as slight changes of the patient¿s position in the several x-rays it is difficult to determine if changes are actually present or if they are the result of the in the event summary mentioned factors. Devices analysis - visual examination: the reinforcement ring with hook, the 4 screws used and the low profile cup are still fixed together by the bone cement. Macroscopically, only a single spot of bone ongrowth can be observed on the anchoring surface of the reinforcement ring. The latter appears to be slightly lighter including small polished zones in the anterior half. The adjacent bone cement as well as the cement protruding the unused screw holes and the surface of the hook is shiny polished as well. Additionally, on the anchoring surface there are worn areas that are partially deep indentations. Those areas are located close to three of the screw holes used. The edges of the screw cones are partially deformed and/or worn. All screws can be moved inside the screw holes, there is free play in all directions. All four screws are broken. The fracture surfaces are at least partially to almost completely worn/polished. Parts of the thread of the screws are deformed. In the posterior half of the anchoring surface of the reinforcement ring scratches probably made by instruments as well as slightly polished areas can be recognized. It seems that the low profile cup with metasul inlay and the cement is not completely fixed anymore to the ring and can be moved. There is a gap between the ring and the cement on the posterior half. The metasul inlay seems to be flush-mounted on approximately half of its circumference in the polyethylene liner of the low profile cup. On the other half the edge of the inlay appears to slightly protrude the polyethylene liner. The latter shows a worn cavity of about 15 mm (close to the metasul inlay) and 8 mm (at the liner¿s outer edge) in length respectively reaching over the full width of the liner. On the borders of this cavity the polyethylene has a delaminated appearance. Directly adjacent to the inlay a longer groove can be seen. In this location polyethylene is missing on a height of approximately 4 mm. Further, the metasul inlay exhibits metallic smearing on the outside as well as the bevel of the spherical calotte. The inlay is firmly fixed in the polyethylene liner. On the articulation surface of the inlay numerous fine scratches are visible. The inlay¿s bevel is worn so that its width is reduced on approximately one third of the circumference. The rim of the polyethylene liner is damaged by e.g. Scratches and cut-ins. One of the latter has a delaminated appearance. The outer edge of the liner seems to be damaged due to abrasion probably against the bone on a length of about 38 mm. The metasul head was received firmly fixed on the beo stem. The free end of the stem taper, the bevel of the head and the adjacent articulation surface show damage in the anterior half most probably due to the surgeon¿s attempts to remove the head. The stem was clamped in a vice and the head could be removed by a number of strong hammer strokes. This procedure possibly added some damage to the already above mentioned areas. Under certain light conditions a partial borderline between loaded and unloaded area reaching below the equator is visible on the articulation surface of the metasul head. In this area matt greyish zones can be seen within the loaded area. The articulation surface was inspected under the microscope at 200-times magnification with differential interference contrast (dic). The matt greyish zones are smearings. The loaded area is characterized by different patterns of scratches. There are as well zones with parallel arranged indents. In the unloaded area, which is detectable close to the equator, the original surface state with slightly protruding carbides can be recognized. On the head taper the contact area is well visible and shows a symmetrical pattern. The taper was closer inspected by using a binocular. An area directly adjacent to the taper entrance revealed slight surface changes which possibly could point to corrosion. As already described above in the as-received condition the head was still firmly fixed on the stem taper and removed in the course of the investigation. A deep groove is enlarging over the entire posterior side of the stem some millimetres below the head. The depth of the groove was measured with a microscope and amounts to approximately 3.6 to 3.8 mm. The other dimensions of the groove were measured with a low power microscope. The groove has a width between 4.27 mm and 4.41 mm. The groove occupies approximately half of the taper/neck width on the lateral side and approximately one third of the taper/neck width on the medial side. Distal to the groove there are several parallel polished lines on the neck. Further, numerous scratches of different intensity are visible on the stem¿s neck. After removal of the head the area where the head was located is recognizable. Organic material is attached to the distal zone of this area. The head taper was cleaned. The area has a symmetric form and a darker appearing discolored surface compared to the rest of the taper. Within this area the taper also shows some damage marks as well as some shinier appearing lines of the taper structure. A slightly shiny area can be observed at the proximal taper end on the anterior side. Closer inspection with a low power microscope revealed signs of fretting. On two thirds of the length of the anchoring area of the stem, bone ongrowth can be noticed. Additionally, a lot of damage, e.g. Scratches, drill and instrument marks, is recognizable. - wear measurement: the wear measurement was carried out on a 3d measuring machine. The total, linear wear value is 84.6 m for the cup and 245.6 m for the head which results in a yearly wear rate of 4.6 m for the cup and 13.5 m for the head. Due to the position of the loaded zones it has to be assumed that the wear areas could not be measured entirely because the measurement only covers the surface from the center of the component up to 80° for the cup and up to 90° (equator) for the head. Therefore, the above given wear values do not reflect the true amount of wear. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 m year per pairing was found. Retrievals explanted after two and more years in vivo had an average wear rate of 6.2 m year per pairing. Review of product documentation. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary the patient received a total hip endoprosthesis (fitek cup, metasul pairing, beo stem) in 1998. Two years later cup and head were revised due to loosening of the cup. A reinforcement ring with hook, a low profile cup with metasul inlay and a metasul head were implanted. In 2018 a revision of the complete hip endoprosthesis had to be performed. The cup was loose and migrated. The stem needed to be revised as the head could not be removed intraoperatively and there was a critical notch in the stem¿s neck. The x-ray follow-up at hand shows the formation of a radiolucent area in the craniolateral region of the cup starting at least in june 2005. Till march 2014 the radiolucent area progressed and led to a change in the cup¿s position and its migration. Finally, in may 2018 the cup was in an almost vertical position and protruded the acetabular bottom. Due to this, it came to a rim loading and the edge of the metasul inlay of the low profile cup impinged the stem neck. On the medial and lateral side in the proximal third of the stem there were as well some radiolucent lines present which progressed over time in vivo. Additionally, osteolytic destruction of the trochanteric mass developed between june 2005 and may 2018. There are almost no remains of bone on the anchoring surface of the reinforcement ring, but a slightly lighter appearing area including small polished zones can be seen anteriorly. The adjacent cement is polished as well in this area. These phenomena point to loosening between ring and bone. The fact that the screws can be moved in the screw holes as well as that the low profile cup and the cement are not completely fixed anymore in the ring indicate a loosening between the cement and the inside of the ring. The fractures of the screws can be attributed to the loosening and/or migration of the ring including the cup in the acetabulum. As a consequence the in the bone remaining proximal fracture parts of the screws could rub against the ring resulting in the worn areas observed on the anchoring side of the ring close to the screw holes. Further concomitants of the loosening and/or migration are: damage of the outer edge of the polyethylene liner worn cavity in the liner¿s rim and the groove in the stem¿s taper/neck worn bevel of the metasul inlay. The articulation surfaces of cup and head show typical features of rim loading. The latter is as well a result of the loosening and/or migration leading to an increased wear rate compared to. On the polyethylene liner of the low profile cup areas with delaminated appearance were detected. Those can be ascribed to material embrittlement due to oxidation. The connection between head and stem was firm and some effort was needed to remove the head. Based on the appearance of both tapers the head had a symmetrical fit on the stem. Therefore, it is assumed that the damage marks as well as the signs of fretting found on the taper of the stem could either be attributed to possible phenomena connected to the first taper connection before the implantation of the retrieved head at hand or the removal of the latter. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.